Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional steerable guiding catheter device referenced is filed under separate medwatch report number.

Event description:
Expand g4 phase 1 and phase 2 study patient ID: (B)(6). This is filed for leak, requiring aspiration. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted without issues. However, while removing the clip introducer, air was observed in the sgc. Aspiration was performed, but air continued to enter the sgc. Therefore, the sgc was removed. The new sgc was inserted in the anatomy, but while removing the dilator, air was observed in the sgc. Aspiration was performed, but air remained in the device. Saline was then injected into the sgc and it was observed a small pinhole was present on the flush port of the hemostatic valve. Due to the issue, the sgc was removed and replaced. A new sgc was inserted and one clip was deployed on the mitral valve, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported leak. The discrepancy between what was reported (leak) and what was observed (no issue with the sgc) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, a cause for the reported leak could not be determined. It is possible that the user technique and/or procedural conditions influenced the reported event, however, this cannot be confirmed. The reported unexpected medical intervention was a result of case specific circumstances as aspiration as performed to treat the leak. There is no indication of a product issue with respect to manufacture, design or labeling.